Manufacturer narrative:
H6 codes updated. Results of investigation: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and a handpiece sensor fault error was found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with an electrical component failure. Factors that could have contributed to the reported event include a failure of the reed switch or damage on the hall board which may contribute to a short circuit. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a shoulder asd procedure, when using the mdu for the first time, the controls cease and they didn't turn off, they had to be turned off at the mains to stop it. The surgery was completed using a back-up device instead. There was a surgical delay of 5 to 10 minutes, and no further complications were reported.